Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
One touch ultra meter would not power on. The patient had been unable to test 2 weeks. She was described as having shortness of breath during the time of concern. The reporter was unable to specify if she attempted to test while experiencing symptoms. Emergency services were contacted and the patient was transported to the hospital. The patient had not taken any actions prior to receiving medical attention. A result of "4__mg/dl" was obatined on the hospital meter. The patient was administered 17 units n insulin. The reporter mentioned that he was not clear about the events that occurred. There is insufficient information to suggest that the patient experienced an injury or medical attention due to the product. It would have been helpful to know if the patient attempted to test prior to or during her symptoms, the actual result obtained on the hospital meter, and her medication regimen. The customer care representative (ccr) verified that the battery was correctly installed, the battery was replaced less than 1 year ago, the correct test strips were being used, and the battery contacts were in good condition. The ccr walked the reporter through pressing the power button. The power issue was not resolved through troubleshooting. Therefore, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.